Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
An intra-aortic balloon (iab) event that occurred in 2020 was reported via email on thursday, (B)(6) 2022 by health canada. Attempts have been made to obtain additional information. Thus far, no event description or additional information has been provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a